Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 years ago. The aneurysm size was 7.9 cm in diameter at the time of implant. The neck was 23 - 24 mm in diameter and 20 mm long with minimal angulation. Distal fixation was 40 mm on the left and the graft was 20 mm from the hypogastric. On the right fixation was all the way to the level of the hypogastric. It was reported that during a routine follow-up the stent graft was found to have migrated and is currently 1.5 cm below the renal arteries. The aortic neck diameter remained the same 23 - 24 mm and there is an intermittent proximal type 1 endoleak. The cause of the stent graft migration is unknown at this time. The patient was treated with a 28 mm diameter talent cuff as well as a (B)(4) endurant limb in the left iliac. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: graft migration, endoleak. (Cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).